Manufacturer narrative:
The device was received for evaluation. During functional testing, no upstream occlusion alarms occurred; however, a review of the event history log revealed upstream occlusion messages. The device was tested for upstream occlusion detection with passing results. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified through the history log review. The ultrasonic sensor calibration values were observed to be within range. The cause of the condition was not determined, and no pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion repeatedly during an unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.